Event description:
The instrument wipe inside the pack was used for something it was intended for. With further inquiry the user facility confirmed the item was used thinking it was gelfoam and was left inside the patient. The instrument wipe was contained within a surgical convenience kit. The gelfoam was added to the sterile field by the user facility after being pulled from hospital supply. The gelfoam was not part of the convenience kit.